Event description:
Device moved from intended location.

Manufacturer narrative:
Material updated due to device evaluation.

Event description:
Device moved from intended location. Follow up performed due to evaluation of device.